Manufacturer narrative:
(B)(4). These devices were implanted 04/23/2012: catalog # 00599803802, nexgen stemmed fluted tibial component, lot # 61953795 catalog # 00597206532, nexgen all poly patella, lot # 61874497, manufactured by: zimmer (B)(4). Catalog # 00576401452, nexgen lps-flex gsf femoral, lot # 61679795, manufactured by: zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
The patient was revised and received a new articular surface as per information in a related complaint. However, the components that were revised are unknown. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes of the primary and revision surgeries were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint will be revised upon return of x-rays and/or product or further information.